Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0210277048, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) for a foreign clinical study reported that the patient suddenly came to the clinical site before their scheduled follow up visit for skin lesion on the neurostimulator battery. It was reported to be erosion. Factors that may have led or contributed to the issue remain unknown. Interventions include a surgery done on (B)(6) 2018. It was unknown if the issue was resolved. A surgical intervention occurred. Relevant medical history includes urge incontinence. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 388928 lot# 0209739198 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported skin erosion at the stimulator location (manipulation by the patient due to psychologic reject of implanted device), hospitalization, and system explant on (B)(6) 2018 plus analgesic. The investigator assessed the event as serious, not related to procedure, and related to the stimulator. The event occurred on (B)(6) 2018. Relevant medical history includes idiopathic urge incontinence since (B)(6).

Manufacturer narrative:
Product ID 388928, lot# 0210277048, implanted: (B)(6) 2015, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient went to the hospital emergency care due to skin erosion on (B)(6) 2018 and was hospitalized until (B)(6) 2018. It was mentioned that the patient was with a "depressif syndrome" despite perfect results of the neuromodulation stimulation therapy. The patient felt like a "robot" with the materials and may had an impact on the skin erosion occurrence. The lead and battery have been explanted on (B)(6) 2018. No infection suspected until the patient discharge. The patient lost their remote control in (B)(6) 2018. The neuromodulation stimulation therapy worked perfectly so the material was not supposed to be sent by the site for analysis. No further complications were reported/anticipated.